Event description:
It was reported that the right ventricular (rv) lead was dislodged. During the revision procedure, the helix was unable to extend while repositioning. A new rv lead was successfully implanted to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning and by applying torque to the connector pin, the helix could be extended and retracted. The measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was due to the helix being clogged with blood/tissue.